Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch and it was reported that the patient had an epoch (doxorubicin, etoposide or vepesid, vincristine sulphate) bag hung at 6:44pm using ICU medical primary plum set tubing with a 0.2-micron filter. On the following day, around 6:30pm, when the registered nurse took the epoch bag down, the abdominal pad that had been wrapped around the filter by the rn who had hung the bag was examined, and it was noted to have 2 drops of chemotherapy on the pad. The entire setup was placed into a chemo bag and was returned to the pharmacy. There was patient involvement, and no reported patient harm.